Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the site and infusion set were changed multiple times to address the event. Blood glucose was over 400 mg/dl.